Event description:
Addendum dec 14, 2022: the event occurred in the middle of an unknown therapeutic procedure while the physician was performing seal and cut with settings 1/3. The procedure was completed with a new similar device with approximately five minutes delay. The patient did not need additional anesthesia. It is not known if any alarms were received for the device. The device was not checked prior to use. The device system used is checked once a year for a safety check.

Manufacturer narrative:
Additional information has been received for this event. The returned device has been evaluated. The device return date and the device manufacture date is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d10, g3, g6, h2, h3, h4, h6, and h10. Event date is not known and the serial numbers of the device used in conjuction with the device for the are not known. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The returned device evaluation is completed. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the device probe is broken off at 13.4 mm from the distal end site. The broken piece of the probe tip was returned. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the scratches were progressing from the cracks. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. The investigation result alone could not identify the cause of the broken probe exactly. Based on the past investigation results, a likely cause of the phenomenon that the broken of the probe might be the following: 1) during the output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) cracks originated from scratches due to the load applied to the probe due to sealing and cutting and gripping the tissue. 4) a force was applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, the device probe broke off outside the patient. The broken piece was recovered. The procedure was continued with a new similar device. There is no harm or adverse impact to the patient.